Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as two blister spots under the back te pads that have burst and have a gooey liquid coming out. There is no indication that the patient received medical intervention. Outcome of the blisters is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.